Event description:
On (B)(6) 2014 a patient went to doctor for a supartz injection in the right knee. This was the 5th time that he/she had the injection. On (B)(6) 2014 within 16 hours, he/she had a severe adverse reaction to the drug, which included severe pain, unable to walk or put any weight on right leg, severe swelling in knee. He/she was asked to return to the doctor office which he/she was given several injections to control the pain. Since that day, he/she has had to return to the doctor office twice a week for 5 weeks. The knee has been drained 5 times. He/she is now in the 5th week and unable to walk without crutches or put any weight on the right leg. It continues to swell and he/she needs to use cold therapy daily to control pain. On (B)(6) 2014 he/she reported this event to FDA (report number: mw5036035).

Manufacturer narrative:
This is a definitive report. This case is listed in maude database of the FDA site as mw5036035.